Manufacturer narrative:
This product was used contrary to the labeled warnings which warn not to use while sleeping. Pad had also been folded/crushed which is a violation of the instructions provided. Based on the information to date, it is our position that the cause of this incident was user misuse/abuse of the product.

Event description:
The complainant reported using a heating pad and falling asleep. She awoke to find pad sparking and smoking and she sustained a 3rd degree burn on her hip.